Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. She also reported that she had not seen droplets when priming. The blood glucose reading was 600 mg/dl and the customer experienced symptoms of nausea and thirst. The drive support cap appeared normal and recessed. The tubing was not bent or kinked. The time and date were correct. The basal rates were programmed accurately. The customer stated she had received several no delivery alarms since the high blood glucose issues began. The customer declined further troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.